Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed error e217 and the scope image does not display correctly. The reported issue occurred during preparation for use and before the patient was in the room. There was no report of patient harm.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was confirmed and was found to be due to a faulty pc board. Based on investigation results, it suggests probable causes for the alleged failure of e217 error and scope image does not display correctly is due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.